Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to improper iol power being used. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the lens was received cut in two parts. A few loose particles were observed in the optic zone compatible with handling the lens out of the sterile environment. The sample was observed with the characteristic of acrylic 3 piece iol. The condition observed in the lens received is consistent with a lens that has been explanted from the patient's eye. The investigation results do not suggest that the sample received was affected by the manufacturing process. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.